Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4): the customer was sprayed in the face. The customer flushed her eyes and face and is under surveillance through employee health. No medical treatment was provided.

Event description:
The customer reported the waste tubing on the architect c8000 analyzer came off and the technician was sprayed in the face. They flushed the technician's eyes and face. The customer further indicated the technician is under a 6 month surveillance through employee health. No medical treatment was provided.

Manufacturer narrative:
Abbott field service investigated the issue on site and determined the ict waste tubing (tbg, ict 1ml syr-hc t fitting) popped off the hcw manifold (manifold, high conc waste) due to a black buildup inside the port of the hcw manifold. Service resolved the issue by cleaning the parts and related tubing and then verifying system performance. Field service identified the ict waste tubing and hcw manifold as the likely causes. A review of complaint and trending data for ict waste tubing and hcw manfold did not identify any issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no issues or trends related to the current complaint. Manufacturing documentation for the likely cause parts was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.